Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted across the entire crimped stent. The distal end of the stent had moved proximally along balloon due to bunching of central stent struts. The proximal end of the stent had not moved on balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 80mm distal to distal end of strain relief and multiple hypotube kinks along hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 06-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly calcified acute angle of the left circumflex artery (lcx). A 2.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the shaft was broken during handling outside the patient. Other non-bsc stents were advanced but still failed to cross the lesion. Finally, the patient was sent for surgery. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.